Manufacturer narrative:
The reported complaint was not verifiable. No product was returned for to the manufacturer for evaluation.no additional action will be taken at this time.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00838. The shunt sensor was gas calibrated with the calibrator 540 during set-up. The po2 on the bpm is normally much lower than the actual blood gas (e.g: it was reading 90mmhg lower than the blood gas result) and that was taken at a stable time. The k+ usually reads lower on the bpm that the actual k+ measured on the gas (e.g: it ready 3.5 and the gas said 4.8). The patient intervention or deviation per standard protocol is normally to increase our fraction of inspired oxygen (fio2) but then reduce it again once we see that the po2 is actually far higher on the blood gas. There were no error codes observed. The unit is not available to be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial partial pressure of oxygen (po2) was the main problem; sometimes it was out by over 100mmhg and the potassium (k+) was also usually out significantly on the blood parameter monitor (bpm). The device was not changed out. The customer normally repeats the in-vivo calibration and hope that it becomes more accurate after that. They also waited and checked again with a new lot number, but still saw the same issues. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: according to the clinical team at the hospital, they have observed inaccurate bpm measures since version 1.69 software has been installed. The two measures most involved are po2 and k+. The bpm po2 measure has been lower than the lab measured value (as much as 90-100 mmhg lower) and the k+ value of the bpm has also been lower than the lab analyzed value (as much as 1.5 mmol/l lower). The shunt sensors are gas calibrated with the calibrator 540. In some cases, the accuracy of the bpm (as compared to the lab device) improves after one or more in-vivo calibrations. Since the po2 of the bpm has been lower than the lab analyzed value, the fraction of inspired oxygen (fio2) has been adjusted (raised) on some patients in order to increase the po2. Once the lab analyzed value is known, and the po2 is actually higher than the bpm value, the fio2 is then frequently reduced. The cases are completed successfully, without delay. No associated blood loss, but additional lab samples are sometimes required. There has been no observed harm.